Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 5-may-2024, two infusion set was fell off during use. Patient's blood glucose at time of event is unknown. No further information available.